Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: resistance with the vessel requiring medical intervention. Device issue: difficult to remove. It was reported that the bmw guide wire was passed through the guide catheter and across the lesion into the lad. An attempt was made to place the stent over the guidewire when it was noticed that the bmw guide wire had pulled back and was still in the lad. The un-deployed stent was removed and another attempt was made to re-position the bmw guide wire. During the re-positioning, it was noted that the bmw guide wire could not be pulled out and was not across the lesion. It was then noticed that only 1 cm of the radiopaque tip of the bmw guidewire was visible under fluoroscopy. A balloon catheter was introduced and placed over the guidewire and the balloon and guidewire were then removed without difficulty or incident. The procedure was completed successfully using new devices. No add'l event or pt info is available.